Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was 200 mg/dl when the patient got to work. While he was talking to his manager, he started to see white dots and felt lightheaded. The manager called the patients grandfather and when the grandfather arrived, the patient passed out. The emergency team came and checked the patient's blood sugar and it was 419 mg/dl so they took him to the emergency room. At the ER, they treated the patient with fluids and insulin and the patient felt fine after treatment and was discharged later in the day. At the time of the report, the patient felt tired but was all right. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.